Event description:
During follow-up, an increase in defibrillation impedance was noted on the right ventricular lead and lead damage was suspected. The lead was explanted and replaced and the patient was in stable condition. The lead was implanted in 2006, additional information regarding the implant date was requested but not received.

Manufacturer narrative:
A complete lead was returned in three pieces: the connector, the middle, and the distal portions. A stress mark on the right ventricular (rv) connector boot due to bending was observed near the connector pin and both rv cables were fractured at this location. Damages consistent with explant were noted on the silicone insulation of the middle and distal portions. X-ray examination revealed fractures on both of the rv cables in the connector region. Electrical testing revealed no indications of internal shorts, however, continuity testing revealed open readings on the rv cables due to the fractures. Due to the natural of the received lead, an impedance test was unable to be performed, however increased defibrillation impedance was confirmed as it is consistent with the fractured rv cables.